Event description:
A malfunction alarm occurred, and was identified as malfunction code 0. There was no adverse impact to the customer's blood glucose level. The customer switched to manual daily injections for insulin delivery, and technical support arranged for the shipment of a replacement pump.